Manufacturer narrative:
Correction: h3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the sub-water supply channel, but the foreign object could not be identified. Due to leaks from the switch box, proper reprocessing may not have been possible and foreign objects may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope¿s cover plastic at locations (2,3,4) knobs handle was broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Olympus physical inspection confirmed that switch box had a scratch. The device evaluation also found the jet tube had foreign objects. Additionally, due to a crack on the switch box, water tightness was lost. Due to damage, switch 2 does not work, the flexibility adjustment ring had a scratch, the grip had a discoloration, the scope cover had discoloration, the air water cylinder had no color, the scope cylinder had no color, the right left and up down knobs had discoloration, the customer reported "cover plastic at (2,3,4) buttons (handle) broken". Olympus physical inspection confirmed that switch box had a scratch. The scope cover had a scratch, the switch 1 had a cut, the scope connector case unit had discoloration, the plug unit had discoloration, the scope connector cover unit had a scratch, due to the burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire, the play of the up down and right left knobs were out of the standard value, the light guide bundle had breakage, the objective lens had a scratch, the light guide lens had a crack and a scratch, the adhesive on the bending cover section was detached, and the universal cord had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.